Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 79" message. Complainant indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed and attributed to a damaged battery interconnect to the hv module cable. The battery interconnect to the hv module cable was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.